Event description:
The customer reported eleven (11) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2022 on unknown sample types. This MFR. Report addresses patient two (2) of eleven (11). Confirmation pcr testing (platform unknown) was performed on unknown sample types and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact to the patients' treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number: 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported eleven (11) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2022 on unknown sample types. This MFR. Report addresses patient two (2) of eleven (11). Confirmation pcr testing (platform unknown) was performed on unknown sample types and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact to the patients' treatment.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215373 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m215373, test base part number 190-430 / lot m215373. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215373 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use, device discarded.